Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had completed their rewarm and should be normothermic, but the patient temperature was still 36c and has been for about 20 minutes on the arctic sun device. The patient temperature was 36c, target temperature was 37c, water temperature was 40c and flow rate was at 3.1lpm. It was noted that the weight of the patient was 100kg with large pads plus universal. Mis had nurse to move foley probe to bedside to confirm patient temperature was accurate reads 36.1c on bedside. The machine appeared to be functioning properly. Mis discussed about external interventions such as adding warm blankets or bair hugger, covering head, hands, feet, increasing room temperature. Mis advised nurse could call back in two hours and see if the patient had reached target with these interventions. Mis cautioned nurse to perform diligent skin checks as this was the highest water temperature stat could make. As per follow up information received via phone on 17apr2023, it was reported that therapy was completed and there was no impact to the patient. The patient was a male and weighed around 100 kilos. The age was unknown. The device did not go to biomed, it was still in circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had completed their rewarm and should be normothermic, but the patient temperature was still 36c and has been for about 20 minutes on the arctic sun device. The patient temperature was 36c, target temperature was 37c, water temperature was 40c and flow rate was at 3.1lpm. It was noted that the weight of the patient was 100kg with large pads plus universal. Mis had nurse to move foley probe to bedside to confirm patient temperature was accurate reads 36.1c on bedside. The machine appeared to be functioning properly. Mis discussed about external interventions such as adding warm blankets or bair hugger, covering head, hands, feet, increasing room temperature. Mis advised nurse could call back in two hours and see if the patient had reached target with these interventions. Mis cautioned nurse to perform diligent skin checks as this was the highest water temperature stat could make.